Manufacturer narrative:
On (B)(6) 2014, the field service engineer (fse) evaluated the instrument and replaced the rf (radio frequency) box and associated cable to resolve latron and background failures observed by the customer. (B)(4).

Event description:
Customer reported the latron control and differential background failures when using the coulter lh 780 hematology analyzer. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.